Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller reported that since august or september, the patient has been seeing settings not available when trying to make an adjustments to their therapy; caller confirmed this message appears in all groups. Caller added that, during this same time frame, the implant is not holding a charge as the patient is having to charge every day. The patient was redirected to manufacturer representative (rep) and healthcare provider to further address. No symptoms were reported.